Manufacturer narrative:
Evaluation: results - pt's condition affected effectiveness of device (moderate tortuosity with little calcification and 100% stenosis). Inherent risk of procedure (stent dislodgement). Failure to follow instructions (advancement through a previously deployed stent is a warning in the IFU). Conclusions - device failure/lack of effectiveness related to pt condition (moderate tortuosity with little calcification and 100% stenosis). Operational context contributed to event (advancement through a previously deployed stent is a warning in the IFU).

Event description:
A 2.75mm diameter x 18mm length micro driver rx coronary stent system was inserted into a pt for the treatment of an lad lesion. The vessel morphology was reported as moderate tortuosity with little calcification and 100% stenosis. The lesion was not pre-dilated. It was reported that the physician had implanted another manufacturer's drug-eluting stent in the lmt, sometime in the past. It was reported that the physician initially implanted another manufacturer's stent at a distal lesion site in the lad. It was reported that the physician then attempted the micro driver; however he felt resistance while passing through the previously deployed drug-eluting stent. The stent delivery balloon was inflated and at that time the physician noticed the stent was not on the stent delivery system. The physician found the dislodged stent near the needling point in the femoral artery; and it was removed with a snare. The lesion site was left untreated. The device was discarded. No additional clinical sequelae were reported and the pt's is fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.